Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the power handle was removed during charging at home because the green lamp on the charger changed from flashing to illuminate, but it did not work at all. The liquid crystal display also did not react and remained black. The sales representative repeated the operation of returning it to the charger and starting it up many times, but the handle still would not respond. When putting it back in the charger, it flashed and illuminated over time, but there was no reaction. It could start up without any problems until the day before. Another handle can be charged firmly with the same charger and would start up when removed from the charger. There was no patient involvement.